Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was initially reported by a physician to our local affiliate (B)(4). Initial and follow-up information received on 15-may and 20-may-09, and 28-may-09, reported by a dentist, respectively were processed together. This case involves an adult female patient (age nos) who received poly-l-lactic acid therapy for the first time, sometime in (B)(6) 2006. The patient received one vial which was diluted with 4 ml of preserved saline and 2 ml of 3% pain mepivacaine. No relevant history and no concomitant medications were reported. The patient had not experienced similar events after treatment with any other product. No histology or laboratory tests were performed. The physician stated "all was fine" up until a few weeks ago, when the patient woke up and both her cheeks were swollen. This slowly resolved, but when she runs her finger over her cheeks she can feel what can be described as firm ridges in line where the poly-l-lactic acid was placed. In addition, she noticed two small nodules inside her mouth. One was inside the upper lip, adjacent to the corner of the mouth on the right, and one under the upper lip on the left side, roughly corresponding to the line of the nasolabial fold. The nodules were painless with no sign of inflammation or erythema. The nodules were invisible. The dentist confirmed that the nodules were not painful, the swelling has settled, and the ridges are still present. The firm ridges have not resulted in cosmetic changes as yet. No corrective treatment was given. The dentist reported the causality between the events and poly-l-lactic acid as highly probable. (B)(4). It revealed; brr (batch record review) without hint to root cause. No faults, defects damages detectable.

Manufacturer narrative:
Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.